Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to premature battery depletion (pbd), however, no abnormal battery drop alert appeared in latitude after the explant. Additionally, during replacement procedure, the new s-ICD was not able to be interrogated. The physician attempted to interrogate the device with different programmers with no successful results. Subsequently, the first s-ICD replacement was explanted, and another s-ICD was implanted during procedure. No additional adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to premature battery depletion (pbd), however, no abnormal battery drop alert appeared in latitude after the explant. Additionally, during replacement procedure, the new s-ICD was not able to be interrogated. The physician attempted to interrogate the device with different programmers with no successful results. Subsequently, the first s-ICD replacement was explanted, and another s-ICD was implanted during procedure. No additional adverse patient effects were reported.